Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump gets an error messages and goes to a black screen and battery life had declined over time of use. Customer's blood glucose value was unknown. Customer declined helpline. The device will not be returned for analysis.